Event description:
Scratching sensation- vaginal area [vulvovaginal injury]. Cotton was fuzzing out the top of the tampon [device breakage]. All of the petals on tampons were sharp [device physical property issue]. Scratching sensation when I inserted the tampon and when I removed the applicator [complication of device insertion]. Case narrative: consumer reported via phone that the tampon petals were sharp and the cotton was fuzzing out the top of the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Scratching sensation- vaginal area [vulvovaginal injury]. Cotton was fuzzing out the top of the tampon [device breakage]. All of the petals on tampons were sharp [device physical property issue]. Scratching sensation when I inserted the tampon and when I removed the applicator [complication of device insertion]. Case narrative: consumer reported via phone that the tampon petals were sharp and the cotton was fuzzing out the top of the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Scratching sensation: vaginal area [vulvovaginal injury]. Cotton was fuzzing out the top of the tampon [device breakage]. All of the petals on tampons were sharp [device physical property issue] . Scratching sensation when I inserted the tampon and when I removed the applicator [complication of device insertion] . Case narrative: consumer reported via phone that the tampon petals were sharp and the cotton was fuzzing out the top of the tampon. No serious injury reported.